Manufacturer narrative:
A direct relationship between the device and the report of respiratory failure could not be conclusively determined through this investigation. The hm3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that patient with prolonged respiratory insufficiency failed to wean from ventilator. Patient expired on (B)(6) 2019. Device was not explanted and therefore will not be returned for evaluation.